Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - a broken lens was noted in the optical system. Additional evaluation findings are as follows: 1.) Bent outer tube noted; the scope was received without the outer tube protector; 2.) Scratches noted on object frame. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus a broken lens on the olympus, model wa2t430a. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identified fault patterns are most likely attributable to the use of excessive force by the user. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.